Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm monopolar curved scissors instrument to perform failure analysis. The instrument was analyzed and found to the primary finding of could not reproduce - cannot verify external event to be related to the customer reported complaint. The reported event with the instrument could not be replicated nor confirmed. Visual inspection was performed and no damage to the instrument's distal tip was observed. The mcs tip accessory was not returned with the instrument. Failure analysis could not verify the customer reported event. An in-house mcs tip accessory was installed on the instrument's tube adapter without any issues. Additional observation not reported by site: the instrument was found to have a bent main tube. The bending damage located around the middle approximately 371.43mm from the distal tip of the main tube. Components adjacent to this bent main tube do not show damage.

Event description:
It was reported that the sp monopolar curved scissors instrument tip was found broken/missing in the instrument packaging. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to use. The box was opened, and the tip was broken. The site was not sure of the exact verbiage of the part. The part was broken off.

Event description:
Refer to h11 for follow-up information.